Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2019. It was reported the patient missed a refill. It was suspected that the pump was empty, but it was not confirmed. The low reservoir date was (B)(6) 2019. The pump was refilled (B)(6) 2019 with saline as the medication was not available. The therapy was not intentionally discontinued. The plan was to refill the pump with medication on (B)(6) 2019. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. It was confirmed with the provider that the pump was empty. The pump was filled with saline and managing the patient medically. A refill appointment was scheduled for (B)(6). The patient¿s weight was unknown.